Event description:
It was reported that this event occurred in the operating room during the insertion procedure. The physician was "placing a left subclavian into a patient. He inserted the introducer catheter with a syringe and when he pulled back the hub and the syringe there was no needle on the hub. He tried to extract the needle but could not". The physician was using the catheter over needle assembly for this procedure. As a result, the needle was to be surgically removed, intact. There was a delay reported; there was also harm/injury to the patient as a surgical removal had to be performed. There was no death reported as a result of this occurrence. See MDR #1036844-2014-00327 for the second attempt at insertion on this patient.

Manufacturer narrative:
(B)(4). The sample will not be returned for evaluation.